Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced high pressure. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) displayed a high-pressure alarm. It is unknown if there was patient involvement or an harm reported. A getinge field service engineer (fse) inspected the unit and was able to complete an autofill and augmentation with no alarms present. However, during further inspection for all manifolds test, the unit failed the drive manifold leak test. The fse replaced the drive manifold assembly. The unit passed all functional, manifold and safety tests in accordance with factory specifications. The failure analysis and testing dept. Received part number drive manifold assy. Serial number with a reported unit failure of high pressure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number drive manifold assy. Serial number asco into the cardiosave test fixture serial number (B)(6) and tested the drive manifold to factory specifications per procedure number revision f and the cardiosave service manual. The fat dept. Performed the all manifold test. Please see attached. The drive manifold failed the vacuum leak differential test with a result of 106 mmhg. The factory specification is mmhg. The drive manifold also failed the pressure leak differential pressure test with a result of 115mmhg. The factory specification is 55mmhg. The fat dept. Was able to replicate the complaint. The drive manifold failed testing. Probable cause of the failure could be defective solenoids k7 and k8.